Manufacturer narrative:
(B)(4) should be omitted from this field. Additional information received indicated that the patient had originally claimed she felt a pressure in her hip area at the ipg site and was unable to charge. On the day of the surgery the bsn sales representative discovered that there were two bars on the remote. The ipg appeared to be working properly. The patient then countered the original complaint and reported being able to charge since being implanted and demanded that a second lead be put in because she would like the stimulation to cover higher in her neck because when her pain extended into the upper neck. During the procedure, the physician discovered that the battery had not flipped and the x-ray was read incorrectly. The physician removed and re-implanted the ipg after implanting the second lead.

Event description:
A report was received that the patient hit the side of her bed while sleeping and woke up with pressure at the ipg site and could not charge the ipg. An x-ray was taken and confirmed that the ipg was flipped. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient hit the side of her bed while sleeping and woke up with pressure at the ipg site and could not charge the ipg. An x-ray was taken and confirmed that the ipg was flipped. The patient will undergo a pocket revision procedure.